Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was 143 mg/dl at the time of the incident. The customer was assisted with troubleshooting and stated that could not proceed troubleshooting due to insulin flow blocked alarm. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind, prime or seating, basic occlusion, occlusion, force sensor and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion and force sensor test. No unexpected insulin flow blocked alarm noted during testing. No pump error 81 alarm noted during testing.